Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient they have had a loss of therapy and that the therapy wasn¿t working for them, because it was a whole lot worse than leaking for them, because when the therapy wasn¿t working they couldn¿t make it to the bathroom and they have urinary incontinence. The patient noted that on the day of the call they were trying to adjust their therapy and accidentally got on program 2 and it was way too strong for them when it was only at 2.2 v and then they couldn¿t decrease stimulation because the minus button on their patient programmer wasn¿t working. The patient noted they would see the therapy screen with the p2 at 2.2 but nothing would change when they tried to decrease stimulation; the numbers wouldn¿t decrease. The patient reported there were times in the past 6 months when this happened to them: they¿d change their settings, they would feel pain in the rectum from stimulation being too high but then they couldn¿t get the programmer to turn down stimulation. The patient noted that the stimulation kept getting stronger and stronger and they had shooting pain in their rectum. The patient stated they tried to turn stimulation down but they couldn¿t get the programmer to work to turn it down. The patient noted they took the batteries out of the programmer but that didn¿t resolve the stimulation being too high. It was review with the patient that the programmer was separate from the ins and taking the batteries out wasn¿t expected to turn stimulation off/down. While on the call the patient synced with the programmer and it showed that stimulation was on, with the patient being on program 4. The patient stated they wanted to be on program 4. The patient was then helped in decreasing the stimulation down to a comfortable level and the patient confirmed that the stimulation being too strong/pain in the rectum was resolved. The patient asked if they could get 4 new programs and the patient was re-directed to their health care physician (hcp.) Though the programmer appeared functional, the patient reported the minus button wasn¿t working (the ¿-¿ button didn¿t work) and that the issue had happened before. The patient asked for a replacement programmer and thus a replacement programmer was sent to the patient. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. When asked what circumstances led to the programmer not working and the button on the programmer not working, the patient reported that it was unknown why it stopped. There were no further complications or anticipations reported with this event.